Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, harm reported. The customer reported possible under delivery anomaly. The customer also reported blood glucose value of 588 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with ems/ambulance/ER visit, glucose/carb intake. The event involved product(s) mmt-7020la, mmt-1884, mmt-332a, mmt-242a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for high bgs/under delivery. No further patient complications were reported. Product return requested for mmt-7020la. Customer declined to return, or is unable to return. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a and mmt-242a. Corrected and updated summary as per additional review and additional information received: the customer alleged that the pump was under delivering the insulin and also reported the sensor glucose value of 470mg/dl, and the blood glucose value of 580mg/dl. The difference between glucose values were outside the acceptable range. The customer had experienced hyperglycemia and the emergency medical services (ems) were dispatched, and hyperglycemia was treated with an insulin pump and manual injection. The customer experienced symptoms of unconsciousness during the event. Troubleshooting was not performed for difference between glucose values.